Event description:
PICC line placed for long term antibiotic treatment. Pt presented to ed when she "couldn't find" her PICC line, on x-ray it was realized that the catheter broke - part of the catheter was free-floating in patient's pulmonary artery.